Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the patient experienced ventricular fibrillation (vf) due to cautery. Detections were programmed off at the onset of the procedure and so the patient was defibrillated externally, then detections were turned on and the patient received appropriate therapy from the device and the vf was terminated. The cautery output was reduced and the device was then explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6949 implantable tachy lead, (B)(6) 2006. (B)(4).